Event description:
Reporter indicated that device diagnostic testing resulted in a high impedance reading on (B)(6) 2013. Neurologist indicated that the patient had undergone generator replacement surgery on (B)(6) 2013. It was reported that the generator was left programmed off during the surgery per neurologist's request and that when the patient was seen by neurologist to program the generator on a high impedance reading was obtained. It was reported that intraoperative diagnostics were performed; however, results are unknown. The neurologist reported that the generator was programmed off and x-rays were performed. The neurologist indicated that there was not patient manipulation or trauma that could have caused or contributed to the high impedance. The patient was referred to surgeon for revision. X-rays were sent to manufacturer for review. X-rays confirmed that the lead pin did not appear to be fully inserted into the generator header. Further follow-up revealed that the patient underwent revision surgery on (B)(6) 2013. During the surgery, it was discovered that the generator was programmed to 0.25ma rather than off as the neurologist had reported. The generator was disconnected and then reconnected to the lead. Device diagnostic testing with the generator both out of the pocket and in the pocket were within normal limits. The patient was then programmed on to neurologist's ordered settings.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.

Manufacturer narrative:
Brand name, corrected data: initial report inadvertently listed the wrong brand name. Type of device, corrected data: initial report inadvertently listed the wrong type of device. Model #, serial #, lot #, expiration date; corrected data: initial report inadvertently listed the wrong model #, serial #, lot # and expiration date. Implant date, corrected data: initial report inadvertently listed the wrong implant date. Manufacture date, corrected data: initial report inadvertently listed the wrong manufacture date. Review of manufacturing records for both the generator and lead confirmed all quality tests were passed prior to distribution.